Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant, the threshold sensing and impedance could be measured via the analyzer. After the lead was connected to the implantable cardioverter defibrillator (ICD) no stimulation occurred while the impedance and sensing values correlated with what was obtained via the analyzer. A second implantable cardioverter defibrillator (ICD) was used as the implant of the lead was difficult. The second ICD showed the same results. The lead was removed and replaced and stimulation and threshold could be performed on both ICD¿s. No patient complications have been reported as a result of this event. Threshold, sensing and impedance could be measured via analyzer. After connecting the lead to the ICD no stimulation could be performed, while impedance and sensing correlated with values measured via the analyzer. Due to difficult lead placement, we decided to exchange the ICD first. The nd ICD sn/nr (B)(4)showed the same result. Sensing and impedance normal but no stimulation could be performed. A 2nd lead was then used sn/nr (B)(4). All measurements with normal values. Connecting the 2nd lead to the ICD stimulation and threshold could be performed with both ICD's. Lead and ICD will be returned for analysis. History: unknown injury: alive - no injury outcome: no specific actions required as a result of this event? Tomorrow (B)(6) 2013 a follow up will be performed with my assistance.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and there was blood on the proximal conductor of the lead and it was not obstructed, the inner tubing of the lead was extrinsically breached due to a cut, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.